Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instruments grip cable is loose, due to a broken pitch cable located inside of the instrument's housing. The pitch cable is hanging freely. Failure analysis investigation found the following additional damages to the instrument: the clamping pulley exhibits corrosion where the cable rails. It was concluded that the corrosion likely occurred due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The instrument's distal pulley exhibits mechanical indentation/burrs. There are indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the damage to the pulley was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the instrument's main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and are not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the wire was snapped. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation that any patient harm, adverse outcome or injury occurred involving the reported instrument.